Event description:
Information was received from healthcare professional (hcp), via a manufacturer representative (rep) regarding a patient baclofen 100 mcg/day 500 mcg/ml via an implantable pump. The patient had the pump and the catheter explanted on an unknown date. The pump and catheter were replaced on (B)(6) 2024. However, devices were still registered even though not in use. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved. Additional information received from a company representative (rep) stated that the patient had implant of new pump and new catheter on (B)(6) 2024. At this time, the patient had no existing devices as they had been explanted on an unknown date, the rep did not have additional information to report about explant why and when the previous system was explanted. The patient's weight was asked but unknown at the time of event. There were no symptoms associated with this event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 27-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.